Event description:
Plaintiff, alleges the development of a latex allergy as a result of direct and indirect exposure to allegiance's products and is seeking special and punitive damages. As a result of said acts, she alleges loss of the society, consortium and services of her spouse and suffered an economic loss.